Event description:
Allegedly revised due to infection. Age at primary:(B)(6), side: l, primary asa: p1-fit and healthy, revision njr index no:(B)(4), sex: f, primary bmi: (B)(6). Additional information received 10/24/2016. All part number-reported under (B)(4).